Manufacturer narrative:
No blank display however, the insulin pump was received with full segment display due to faulty connector on interface board. The insulin pump had constant tone during stuck full segment display due to faulty connector on interface board. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. No further tests could be performed due to full segment display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump dropped while customer was changing her set and the screen turned off. Troubleshooting was done. Customer's blood glucose was 346 mg/dl. Customer treated with manual injection. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.